Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4)

Event description:
The manufacturer representative (rep) reported that the patient felt that their spinal cord stimulator (scs) leads had migrated so that they are touching their vertebre. The patient felt pain when sitting in a hard-backed chair, but not otherwise. The patient could feel the leads under their skin and believes they had migrated based on how they feel when they are touching them. It was reported that the patient had not taken any actions but planned on calling their physician. Relevant medical history includes failed back surgery syndrome. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.